Event description:
A (B)(6) male presented for a nanoknife ablation of a large lesion located on the patient's scrotum in close proximity to the penis and urethra. Prior to the nanoknife treatment, the patient previously underwent multiple radiation treatments in addition to chemo embolization causing inflammation and edema. During the ablation high current warnings were noted on the generator. The input voltage was lowered and the case was completed without further complications. The inflammation and edema present within the lesion was most likely cause of the low resistance of the treated tissue. Post ablation scan noted additional edema "form" the lesion.

Manufacturer narrative:
Although the nanoknife generator was reported to have had several high current warnings during the ablation procedure there was no allegation of the unit malfunctioning. The user manual, which is supplied to the user with this unit, references high current conditions and describes actions for the user to take to in the event warnings are displayed. In the reported event, the physician lowered input voltage. The high current warnings were attributed to low resistance of the treated tissue. Once the voltage was lowered the case was completed without further complications. The treating physician attributed the inflammation and edema present within the lesion to the low tissue resistance, which in turn, caused the multiple high errors throughout the procedure. As reported, the treating physician was satisfied with the ablation results, and there is no reported harm or injury to the patient. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regards to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).